Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Suspect pump was returned for evaluation. Visual inspection found the pump to be in poor condition with top case chipped, lcd missing pixels, right plunger case cracked, and the c9 cap was broken off the interconnect board. The reported event was confirmed as a "check clutch" error was found in the event history log; however due to the condition the pump was returned in, investigation was not able to duplicate the error during testing. A primary audible alarm error was present at start-up. The clutch halves were replaced with spring as a preventative measure. Following repairs, pump passed all functional and delivery testing.